Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine thoroughly & found battery charging voltage is not coming properly. Then vaccuumised the power supply & again checked & found problem remains same. Further checked & found power supply of the machine is suspected to be defective. So, need power supply for testing purpose. Replaced the power supply of the machine & again checked & found now machine start charging. Performed all tests. All tests passed. Equipment handover to customer in good working condition. The battery of the machine is deeply discharged so, it is recommended to user to charge the battery of the machine.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during routine check, cs100 intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement.